Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to a protruded/loose drive support disk. No motor error alarm noted and motor passed motor test. Cracks on the display window, battery tube threads, reservoir tube lip and a scratched lcd window as noted.

Event description:
It was reported that the insulin pump gave a motor error alarm. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting revealed that the drive support cap was flush. Nothing further was reported.